Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported entrapment of device (clip caught on chordae) associated with the clip being entangled in chordae could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report entrapment of the clip in the chordae. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The first clip used was implanted successfully. A second xtw mitraclip became caught in the chordae. Troubleshooting was attempted to remove the clip without success. The clip was able to attach to both leaflets while still stuck in the chordae and was deployed. The clip remained stable and the mr was reduced to grade 1. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.